Event description:
It was reported that the patient experienced tissue damage, superior vena cava (svc) isolation. The patient has an unknown manufacturer pacemaker, and a pacing anomaly was confirmed after a pulsed field ablation (pfa) procedure. The anomaly was specifically related to the a lead of the pacemaker. After performing pfa in four pulmonary veins (4pv), the pacemaker could not provide atrial pacing (a pace) during the post-mapping phase, leading to confirmed tissue damage. The physician suspected that the a lead was placed in the svc, and that the svc was isolated during pfa of the right superior pulmonary vein (rspv). Additionally, a beeat catheter was in the right atrium. The a pace has improved to a threshold of 3.6v following hemostasis after the procedure. The patient remains under observation. The catheter is not expected to return for analysis as it was discarded by the facility. It was further reported that the physician believed anatomically, the rspv and svc were indeed close. A-pace was attempted from the pacemaker, but no pacing activity was observed on the ECG. Pacing was delivered, but atrial capture could not be confirmed on the ECG, meaning the pacing stimuli were not able to excite the atrium. The tip of the implanted lead was located in the svc, and it is understood that the pfa at the rspv may have caused stunning or isolation of the svc. The patient has been discharged from the hospital and will follow up on an outpatient basis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced tissue damage, superior vena cava (svc) isolation. The patient has an unknown manufacturer pacemaker, and a pacing anomaly was confirmed after a pulsed field ablation (pfa) procedure. The anomaly was specifically related to the a lead of the pacemaker. After performing pfa in four pulmonary veins (4pv), the pacemaker could not provide atrial pacing (a pace) during the post-mapping phase, leading to confirmed tissue damage. The physician suspected that the a lead was placed in the svc, and that the svc was isolated during pfa of the right superior pulmonary vein (rspv). Additionally, a beat catheter was in the right atrium. The a pace has improved to a threshold of 3.6v following hemostasis after the procedure. The patient remains under observation. The catheter is not expected to return for analysis as it was discarded by the facility. It was further reported that the physician believed anatomically, the rspv and svc were indeed close. A-pace was attempted from the pacemaker, but no pacing activity was observed on the ECG. Pacing was delivered, but atrial capture could not be confirmed on the ECG, meaning the pacing stimuli were not able to excite the atrium. The tip of the implanted lead was located in the svc, and it is understood that the pfa at the rspv may have caused stunning or isolation of the svc. The patient has been discharged from the hospital and will follow up on an outpatient basis. It was further reported that the type of pacemaker was a dual chamber and manufacturer was not known. It was initially thought that the a lead was to be on the svc. The electronic medical record indicates it is in the raa, but fluoroscopy showed it is at the height of the svc and the v lead is in the apex. At the beginning of the procedure, the patients underlying rhythm was normal. The pacemaker was programmed to ddd. During the procedure, the settings were changed to vvi40. Before the procedure, the voltage was 1.1v, after the procedure, it increased to 3.8v, and on (B)(6), it was 1.6v. Post ablation, the pacemaker was set to ddd. The patient did not undergo lead repositioning or intervention post ablation and lesions were performed in pvi.

Event description:
It was reported that the patient experienced tissue damage, superior vena cava (svc) isolation. The patient has an unknown manufacturer pacemaker, and a pacing anomaly was confirmed after a pulsed field ablation (pfa) procedure. The anomaly was specifically related to the a lead of the pacemaker. After performing pfa in four pulmonary veins (4pv), the pacemaker could not provide atrial pacing (a pace) during the post-mapping phase, leading to confirmed tissue damage. The physician suspected that the a lead was placed in the svc, and that the svc was isolated during pfa of the right superior pulmonary vein (rspv). Additionally, a beeat catheter was in the right atrium. The a pace has improved to a threshold of 3.6v following hemostasis after the procedure. The patient remains under observation. The catheter is not expected to return for analysis as it was discarded by the facility. It was further reported that the physician believed anatomically, the rspv and svc were indeed close. A-pace was attempted from the pacemaker, but no pacing activity was observed on the ECG. Pacing was delivered, but atrial capture could not be confirmed on the ECG, meaning the pacing stimuli were not able to excite the atrium. The tip of the implanted lead was located in the svc, and it is understood that the pfa at the rspv may have caused stunning or isolation of the svc. The patient has been discharged from the hospital and will follow up on an outpatient basis.

Manufacturer narrative:
Correction in section h6 device codes. Imdrf code a23 use of device problem was changed to a24 adverse event without identified device or use of problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.